Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal drug (drug name, dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. At the time of this report, the patient remained hospitalized and the patient was not recovered from the event. No additional information is available.